Manufacturer narrative:
The device remains implanted therefore it could not be returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event was unable to be confirmed as no relevant imagery was provided. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted with non-ew delivery system at tricuspid position for this case, which is an off-label use. Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, regarding a 26mm sapien 3 ultra valve with a zdoc system in the tricuspid position, the patient had regurgitation and a 23mm sapien 3 ultra valve was implanted. In additional, noted that additional 2cc was added for inflation. In this case, the deployed valve was likely overinflated with central regurgitation during deployment, and it was off label operation with non-ew delivery system. Overinflated valve could lead to over expand the diameter of valve, resulting in improper leaflets coaptation with central regurgitation. Additionally, non-ew delivery system could overinflate or damage to the sapien 3 ultra valve, leading improper leaflet coaptation, resulting in central regurgitation. As such, available information suggests that procedural factors (overinflated, off-label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 26mm sapien 3 ultra valve with a zdoc system in the tricuspid position, the patient had regurgitation and a 23mm sapien 3 ultra valve was implanted.

Manufacturer narrative:
Investigation is underway.